Manufacturer narrative:
We have now completed our investigation into the reported complaint. Unable to carry out DHR review due to smith and nephew having no record of the part number provided been manufactured with the lot number provided. Complaint history review carried out with no previous instances recorded of this fault. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device stopped one day after the initiation of the therapy thus the patient returned back to the hospital and the leak indicator was flashing. After removing the old dressing and applying a new one, the leak indicator light still flashed. A new pump was used and the green light flashed indicating it worked. No patient harm reported.